Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open thoracotomy upper and middle lobectomy procedure, the device fired but did not deploy any staples. To resolve the issue the surgeon sutured the bronchus to closed.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was received fully applied. The pushers were advanced. The handle was locked. Functionally; the head articulated. The locking collar functioned properly. The jaw clamped and unclamped when the approximating lever was lowered and raised. Microscopic evaluation of the pusher noted deformation indicating the staples were present and deployed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: if information is provided in the future, a supplemental report will be issued.